Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone:

Event description:
It was reported that stent deployment difficulty occurred requiring intervention. The target lesion was located in the carotid artery. A 10.0-31 carotid monorail stent self expanding was selected for use. During the procedure, it was noted that the distal end of the stent was not deployed until it was manipulated through the delivery catheter. The procedure was completed with a different device. There were no patient complications as a result of this event.